Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported to a stryker representative, that an external fixator was in situ on a male patient, aged (B)(6), following a fractured femur. The pin to bar clamp reportedly broke. It was not known at the time of the report what medical intervention will be taken but further treatment will be required.

Manufacturer narrative:
The reported incident that universal coupling hoffmann xpress ø15/15mm 4-5/15mm was alleged of issue s-18 (instrument breakage identified out of surgery) could be confirmed, since the returned device matched the reported event. Based on the investigation, the root cause was determined to be user related. The failure was probably caused by the application of excessive force when tightening the coupling. The device inspection revealed that there is a cracked surface in the device, followed by an abrupt breakage surface, which is consistent with a crack initiated fatigue fracture. This could occur if excessive force was applied upon tightening, causing a crack to appear in the coupling. After a certain time exposed to constant forces, the material, which was already fragilized by the crack, would eventually break. A torque wrench is available for this system and it prevents overtightening of the coupling, however it was not reported if such device was used or not. Moreover, it cannot be excluded that the coupling was reused. This is a single use device and the reuse of such would compromise its functionality. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
It was reported to a stryker representative, that an external fixator was in situ on a male patient, aged (B)(6), following a fractured femur. The pin to bar clamp reportedly broke. It was not known at the time of the report what medical intervention will be taken but further treatment will be required.